Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received indicating unspecified lower while wearing the adc device compared to an unknown device. As a result, on the customer had a seizure and a loss of consciousness with a blood glucose test of 260 mg/dl obtained on an unspaced device. Additional blood glucose test of 292 mg/dl ,260 mg/dl, and 200 mg/dl were provided. Hcp contact was made and the following medication regimen was provided: "trulicity insulin injection one injection a week on saturday " along with "cholesterol: rosuvastatin, extra pill of 30 milligrams" for a diagnosis of hyperglycemia. . No further information was provided. There was no report of death or permanent injury associated with this event.